Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. No noise was revealed. Interrogation revealed all other lead measurements are within normal limits. An internal technical service consultant was contacted regarding this issue and suggested a review of the daily measurements. The patient with this lead has cardiomyopathy. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Further follow up will be performed at the next scheduled follow up visit.